Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient suspected infection approximately 1 day after, but found out later the patient did not have an infection, recovered and discharged from hospital. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this event was determined to be not reportable as there was no infection. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, this event was determined to be not reportable as there was no infection. The initial report was forwarded in error and should be voided.